Event description:
It was reported that the pump performed the load sequence without user interaction while customer was connected to the site. The customer's blood glucose was not impacted. Customer disconnected infusion set prior to insulin delivery. Pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.